Manufacturer narrative:
The device is not available for evaluation. The investigation is pending.

Event description:
The event involved a microclave¿ connector where it was reported that when the nurse was replacing the infusion connector for the patient, leakage was found at the connection site. Then the connector was immediately replaced with a new one. The patient involved was a 4-year-old boy. No harm was reported.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.